Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus. After bolus delivery, a red x was displayed. Contact was unsure why the x was displayed and tapped on the x. Bolus delivery stopped. Customer's blood glucose level was impacted (417 mg/dl). During troubleshooting with tandem technical support, customer understood that selecting the x will stop delivery of a bolus. Contact delivered a correction bolus successfully. Follow-up with contact same day indicated that bg level had improved to 200 mg/dl.